Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient experienced false tachycardia episodes. It was also reported that the icm experienced oversensing noise and possible electromagnetic interference from a magnetic resonance imaging (MRI). The icm remains in use. No patient complications have been reported as a result of this event.